Event description:
Clinic reports that the 5th use reuse arterial line became disconnected from the 15 gauge fistula needle 10 mins before the end of the treatment. No sample is available. Questionaire faxed to facility in 2000. Estimated bloodloss 200cc. No adverse effects to the pt. MDR filed due to bloodloss only.